Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient underwent generator replacement that day due to end of service (eos). The patient's device was unable to be interrogated prior to surgery due to eos. The physician attributed the patient's erratic stimulation to the device being at end of service. Diagnostics with the new generator were within normal limits. The explanted generator will not be returned for product analysis as the hospital does not return explanted products.

Manufacturer narrative:
.

Event description:
On (B)(6) 2012, a vns treating physician reported that the vns patient has stated that she feels that her lead may be broken as she is feeling erratic stimulation. The patient was seen about a month ago and x-rays were taken, however nothing was noted to be wrong with the lead. The patient did not show up for her scheduled appointment to have the device checked by the physician and has not called to reschedule. The physician stated that they would inform the manufacturer¿s consultant when the patient's visit is rescheduled. A battery life calculation was performed which showed a negative amount of time until eri=yes.